Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73l1500348 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The staples do not grab the skin. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one sealed unit 528235 visistat 35 w 6/box (lot # 73l1500348) for investigation. No actual complaint sample was received. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler appears typical. The staples appear aligned properly. No defects or anomalies were observed. A functional inspection was performed by attempting to engage the stapler trigger. The trigger was engaged using hand pressure. One staple fired properly formed from the stapler. The stapler functioned with no issues found. An attempt to simulate insertion into the skin was then attempted using the returned stapler and a foam pad. The stapler was pressed against the foam pad and the trigger engaged. The stapler fired one correctly formed staple into the foam pad. This was repeated two more times with each staple firing correctly and engaging with the foam pad (reference files (B)(4)). No defects were found. No functional issues were found. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must other remarks: be squeezed all the way in." A corrective action is not required at this time as the complaint could not be confirmed based upon the information provided and without the actual complaint sample. The representative sample received was functionally tested with no issue found. The reported complaint of the staples did not grab the skin properly could not be confirmed based on the sample received. The actual complaint sample was not returned; only a representative sample was received. The stapler returned was found to have no visible defects and passed all functional testing performed. A device history record review was performed on the stapler with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned stapler.

Event description:
The staples do not grab the skin. The patient's condition was reported as fine.